Event description:
An ipp device was implanted on 10/26/88. Connectors were revised on 6/20/89 and 11/28/95. The entire device was removed from the pt, due to fluid loss-left cylinder and reservoir, and replaced on 9/17/96. Add'l lot/ser no: 8186h 016.